Manufacturer narrative:
The event was reported by an immucor company representative who was at the customer site. Immucor technical support used a remote electronic connection method to assess the test wells in question on (B)(6) 2016 and determined that two (2) of the three (3) unexpected negative test wells exhibited visually very light red blood cell adherence. The third of the three (3) unexpected negative test wells was visually negative, consistent with the instrument output. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, an immucor company representative at a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo, when tested on (B)(6) 2016.